Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) and worsening mitral regurgitation (mr) could not be determined. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Dates estimated.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr) requiring intervention. It was reported that on an unknown date, a mitraclip procedure was performed to treat mr with an unknown grade. One clip was implanted. On an unknown date, echo was performed and it was found that the mr increased. Although not confirmed, it is suspected that the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). On (B)(6) 2018, mitral valve replacement was performed. No additional information was provided.